Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. H11: additional information: block b5, e1 (initial reporter city, zip/post code), e2, e3 and h6 (device codes) were updated based on the additional information received on april 21, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus, in a procedure performed on (B)(6) 2025, for the treatment of a hiatal hernia. During the procedure, the physician attempted to deploy the band but found that no rubber band had slipped out, and the deploy failed. The endoscope was then removed to examine the ligator, revealing that the release cord from the lasso was stuck in the third band. The rubber bands were all stuck together, causing the deployment issue. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on april 20, 2025: it was noted that no difficulty was experienced upon setting up the device. The complainant confirmed that the device was used for the treatment of a hiatal hernia. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus, in a procedure performed on (B)(6) 2025, for the treatment of a hiatal hernia. During the procedure, the physician attempted to deploy the band but found that no rubber band had slipped out, and the deploy failed. The endoscope was then removed to examine the ligator, revealing that the release cord from the lasso was stuck in the third band. The rubber bands were all stuck together, causing the deployment issue. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.